Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to the hospital due to high blood glucose. The customer's blood glucose was 400 mg/dl. The customer reported that the insulin was exposed to fluid. The customer reported that they had performed the self test and the test was passed. The insulin pump will not be......